Manufacturer narrative:
The device involved in the event was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain the information were made; however, to date, no additional information has been provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: per cnf, it was reported that: device used after the defect occurred, no. A contralateral approach was performed. The eluvia was delivered using a 014 thruway wire and the stent was deployed. The stent was implanted without any problems, and when the system was attempted to be removed, it got stuck. Since it was unlikely to be removed, the stent delivery system and the thruway wire were removed together with the entire system outside the body. The procedure was completed without any problems. The physician would like to know if there have been any cases in which a 014 wire was used and an attempt was made to remove the stent after it was deployed, but the wire got stuck and could not be removed. Infected: unknown. Infection name: diagnosis or treatment: therapy. Resolution: original device used. Where did event occur: inside the patient. Where did event occur: no patient injury. First time the unit was used: yes. Tested prior to use: no. Used before expiry date: yes. Additional information provided 29 july 2025: 1. Please clarify what "it" is referring to in the following statement: "since it was unlikely to be removed, the stent delivery system and the thruway wire were removed together with the entire system outside the body." The stent delivery system and the thruway wire. 2. Was this device serviced by a third party? Unknown. 3. First time unit was used? Unknown. 4. Did the initial reporter send a report to the FDA? Unknown.